Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
An opened, unused, proglide device was returned to abbott vascular and preliminary device analysis was performed. Functional testing found that, upon retrieving the suture, the posterior needle tip did not eject from the posterior needle shank. The posterior cuff remained in the posterior foot pocket. A device in this condition, if used in a patient, would not achieve hemostasis.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned unused, sterile device. The posterior needle tip did not eject from the posterior needle shank. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.